Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-02, lot# n298417, implanted: (B)(6) 2012, product type: accessory; product ID 3874, serial# unknown, product type: screening device; product ID 3874, serial# unknown, product type: screening device. (B)(4).

Event description:
It was reported that one stimulating electrode was left behind. A part number was reportedly provided for a trialing lead and was left behind in (B)(6) of 2010. It was noted that the only remaining piece on record was the trial lead electrode. The leads were reportedly implanted in the cervical spine. It was later reported that the health care provider (hcp) believed that they did an explant.